Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported by the customer that during use of the bd nano¿ 2nd gen pen needles 4mm x 32g the following information was provided by the initial reporter: "material no. 320550 batch no. 1264526 it was reported by the consumer that needle clogged during injection and the pen will not depress. Verbatim: consumer reported needle clog during injection, stated that the pen will not depress. Consumer does not re-use. Lot #: 1264526. Catalog #: 320550. Date of event: unknown. Samples: discarded".